Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer. The volume of the leak was a couple of drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The customer cleaned the probe wipe and the instrument ran without any leaks. The customer ran controls to verify that the instrument was running without any leaks. Service was not dispatched because the customer was able to troubleshoot the leak over the phone with customer technical support (cts). (B)(4).